Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 335 mg/dl and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. The customer was discharged the next day with the high bg and dka resolved. Tandem clinical diabetes specialist reviewed the pump t:connect data and found that the customer received an occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.